Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity and exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) reviewed device data and noted a loaded battery voltage measurement that was very close to the remote monitoring disabled threshold and recommended device replacement. This pacemaker was subsequently explanted and was not returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.